Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event was reported. Date of issue is an approximation. The patient received a low battery notification on the transmitter in the evening and during the night on (B)(6) 2020, the transmitter stopped working. He stated that the transmitter stopped working on day 50 of use. The patient uses the app and the tandem t-slim pump with control iq. Prior to going to bed, the patient administered a bolus of insulin from his tandem t-slim pump. At 3:00 am, he woke with nausea, vomiting and diaphoresis. His spouse called the paramedics and his blood glucose (bg) per paramedics was over 400 mg/dl (the meter does not register values over 400 mg/dl); he did not have a value on the cgm or tandem pump. Unspecified treatment was started by the paramedics and the patient was transported to the hospital where his bg upon admission was 800 mg/dl. He was admitted to the intensive care unit (ICU) and treated with an insulin drip. His blood glucose stabilized and he was discharged four days later. Prior to discharge, a new sensor was inserted and the new transmitter was activated; both worked without any issues. The sensor location and date of insertion was not provided. No data or product was provided for investigation. Confirmation of the complaint could not be determined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was made and additional information was provided.